Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, while disconnecting the colon, the device did not fire. Since it was not able to fire, it was replaced with new ones. There was no patient injury.